Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2021-15531. During a remote follow-up, episodes of oversensing, inadequate capture and r wave amp variation were noted on the right ventricular (rv) lead. An x-ray was performed and revealed no damage or dislodgement had occurred. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event. The patient was stable.